Manufacturer narrative:
Cassette (B)(6) was returned for investigation. Visual inspection confirmed that the pigtail tubing had separated from the cassette body. The adhesive remained on the cassette bottom which confirms that plasma treatment was performed and adequate adhesive was present around the full tube port. This further indicates that the separation was due to an adhesive-to-tubing bond failure. The device designer was notified of this finding and is tracking the issue further. The user remains ongoing on their twiist pump. The current version of the twiist automated insulin delivery (aid) system user guide provides information regarding system alarms and the recommended actions associated with them, as well as potential causes of hyperglycemia and ways to prevent it. Users are also instructed to have a backup insulin therapy available at all times. No further information relevant to the reported event has been made available to millyard advanced medical products, llc.

Event description:
An initial event notification was received by sequel med tech, llc on 11jun2026 and forwarded to millyard advanced medical products, llc on the same day. The user reported that the tubing broke off of their twiist cassette while they were sleeping and they subsequently awoke with a blood glucose over 400mg/dl. The user further reported experiencing nausea but confirmed that they did not require emergency medical services. The user changed the cassette to resolve the event and was able to use the twiist pump to correct their hyperglycemia. The user remains ongoing on their twiist pump.